Manufacturer narrative:
The biomedical engineer reports that the hard drive on the cns (central monitoring station) failed due to a power outage when rebooted. A "display setting fail. Check display setting" error was displayed. A new hard drive was sent to the customer. Customer was instructed to install the hard drive in the bottom drive (1) and the working hard drive in the top drive (0) and let it rebuild for three hours before turning the device on. The biomedical engineer states that installing new hard drive did not fix the issue. Hard drive was installed in both slots to see if the issue could be fixed. When installed on the top slot there was a "no operating system" error. When installed on the second slot, device had a display error with a message about the raid drive not configured. Customer was sent a loaner device and monitor cable. The defective cns and new hard drive was returned for evaluation, however, the biomedical engineer requested that the device be returned without any repairs to the device. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the hard drive on the cns (central monitoring station) failed due to a power outage when rebooted. A "display setting fail. Check display setting" error was displayed.

Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reports that the hard drive on the cns (central monitoring station) failed due to a power outage when rebooted. A "display setting fail. Check display setting" error was displayed. A new hard drive was sent to the customer. Customer was instructed to install the hard drive in the bottom drive (1) and the working hard drive in the top drive (0) and let it rebuild for three hours before turning the device on. The biomedical engineer states that installing new hard drive did not fix the issue. Hard drive was installed in both slots to see if the issue could be fixed. When installed on the top slot there was a "no operating system" error. When installed on the second slot, device had a display error with a message about the raid drive not configured. Customer was sent a loaner device and monitor cable. The defective cns and new hard drive was returned for evaluation, however, the biomedical engineer requested that the device be returned without any repairs to the device. Confirmed customer complaint. This issue was due to the display settings being set wrong on this unit. There was no issue with the dvi or vga. Tested all other functions prior to shipping. This unit has been shipped back to the customer with hard drive that was sent in as well. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.